Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient reported that he had an irritation under one of the ECG electrodes. The patient confirmed that the irritation was not open nor bleeding. The patient's dermatologist provided the patient a cream to use on the irritation. Follow-up indicated that use of the cream was helping the irritation.